Manufacturer narrative:
As reported, the plug of a 6f exoseal vascular closure device (vcd) was withdrawn with the system during removal following a femoral artery puncture site closure. A compression hemostasis device was then used to achieve hemostasis. There was no reported patient injury. The deployment button was fully depressed and flush with the handle, and the exoseal vascular closure device and vascular sheath introducer were removed together as a single unit approximately one to two seconds after deployment. The indicator wire was not visible upon device removal. The device was used in a therapeutic procedure with a retrograde puncture approach following an intracranial aneurysm embolization. The physician was certified in the use of the exoseal device. The patient¿s body mass index (bmi) was not greater than 40. A 6f non-cordis vascular sheath introducer was used. The device and packaging showed no visible damage prior to use, and the device was stored and prepared according to the instructions for use. The femoral artery site was verified by angiography for suitability, with a sheath insertion angle of 30¿45 degrees and a vessel diameter confirmed to be at least 5 mm. There was no visible calcium, plaque, vessel tortuosity, or stent near the puncture site, and no stenosis greater than 50 percent was observed. It was unknown whether the target femoral site had been previously closed within 30 days or if there was evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to device use. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18399232 presented no issues during the manufacturing process that can be related to the reported event. The reported event of " plug inaccurate placement" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) was withdrawn with the system during removal following a femoral artery puncture site closure. A compression hemostasis device was then used to achieve hemostasis. There was no reported patient injury. The deployment button was fully depressed and flush with the handle, and the exoseal vascular closure device and vascular sheath introducer were removed together as a single unit approximately one to two seconds after deployment. The indicator wire was not visible upon device removal. The device was used in a therapeutic procedure with a retrograde puncture approach following an intracranial aneurysm embolization. The physician was certified in the use of the exoseal device. The patient¿s body mass index (bmi) was not greater than 40. An intech 6f vascular sheath introducer was used. The device and packaging showed no visible damage prior to use, and the device was stored and prepared according to the instructions for use. The femoral artery site was verified by angiography for suitability, with a sheath insertion angle of 30¿45 degrees and a vessel diameter confirmed to be at least 5 mm. There was no visible calcium, plaque, vessel tortuosity, or stent near the puncture site, and no stenosis greater than 50 percent was observed. It was unknown whether the target femoral site had been previously closed within 30 days or if there was evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to device use. The device will be returned for evaluation.